Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause of this was due to the j-tag was shorting on the 3.3 line. The root cause of the shorting component cannot be positively identified. No adverse event resulted from the damaged monitor.